Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 2666442. Visual analysis of the returned device identified: flat creases, red encapsulation, cloudy and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician." Additional, correction note d6b: explant date was previously reported before explant surgery was confirmed by device return.